Event description:
The customer reported the device is indicating low battery. There was no report of patient involvement.

Manufacturer narrative:
Not evaluated due to customer ordered wrong part.

Event description:
The customer reported the battery requested was not correct for the device model.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.